Event description:
Reporter alleged the customer obtained a result of 401 mg/dl at 5:07 am and a result of hi (greater than 600 mg/dl) at 6:58 am on the advantage system. Reporter stated that the customer had slurred speech, was hungry and sweaty with the hi result. Reporter stated that the customer was treated with juice, sugar gels and food. Reporter stated that the customer required further treatment at 1:10 pm from paramedics and was taken to the hospital, but no other result was obtained on the device. No other actions were reported taken or treatment received. A request was made for the return of the suspect device. Reporter stated that the strips were unavailable, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.